Event description:
It was reported that the external pulse generator had intermittent output while pacing and multiple cracks in its case. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the external pulse generator had intermittent output while pacing and multiple cracks in its case. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the unit had intermittent output while pacing. Analysis did confirm the customer comment that the upper and lower cases were broken. Analysis also found the upper and lower cases, battery release, heart block, lead flex cover, heart wire contacts and keyboard pad contaminated, the ring cover and two side bail covers broken, the battery contacts compressed, the ring bent, one side bail missing and the battery drawer out of specification. (B)(4).